Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (back). No treatment information was provided. The pod was originally reported for generating an alarm.

Manufacturer narrative:
The download data from the returned device showed that an alarm had been generated, indicating that shaped memory alloy (sma) wire 1 is open. Inspection of the pod found the rear shaped memory alloy (sma) wire to be broken at the shaped memory alloy (sma) hook, which contributed to the alarm. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.